Event description:
It was reported that during power on the cardiosave intra-aortic balloon pump (iabp) displays 4105 error code, a constant reboot is required to clear error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had display 4105 error code. A getinge field service engineer (fse) stated logs indicated an issue with executive board or monitor cable. Inspected and reseated monitor cable at both ends. Ran device on simulator for 24 hours and was unable to reproduce error. Performed complete pm with full calibration, functional testing and safety checks were done. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displays 4105 error code, a constant reboot is required to clear error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.